Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a frayed and fractured stylet is confirmed and was determined to be use related. One t-lock assembly with the stylet inside was returned for evaluation. A microscopic observation revealed the distal welded tip of the stylet to be missing. The fracture surface of the core wire appeared granular and appeared to be broken at an angle. The observed characteristics of the break sites in the returned stylet are indicative of damage caused by a sharp instrument such as scissors. Due to the angle of the break in the core wire and the fracture surface of the break in the core wire, the complaint of a broken stylet is confirmed and was determined to be cut. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer "after placing a bard traditional powermidline catheter and upon removing the stylet/wire, I noticed the wire seemed very long and fragile/flimsy in appearance. I put the equipment aside and completed the midline insertion by flushing and checking blood return. After successfully completing mid insertion, I examined the wire and it appeared frayed and fractured."

Event description:
It was reported by the customer "after placing a bard traditional powermidline catheter and upon removing the stylet/wire, I noticed the wire seemed very long and fragile/flimsy in appearance. I put the equipment aside and completed the midline insertion by flushing and checking blood return. After successfully completing mid insertion, I examined the wire and it appeared frayed and fractured.".

Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. Device not returned for evaluation.